Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint scanner was damaged and unable to authenticate users' fingerprints. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues noted. A field service engineer (fse) had found that there were no errors in the station. The pharmacy tech was able to log into the biometric identifier (bio ID) successfully. Fse logged into the hardware test application (hta) and ran tests on the bio ID, all of which passed successfully. The system functioned as intended when the field service engineer investigated the device.